Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, right atrial (ra) lead sensing, impedance and threshold changed. An x-ray examination was completed, which revealed a ra lead dislodgement. The lead was explanted and replaced with no adverse consequences to the patient.